Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and indicated that a "large focus is defect of frontal x-ray tube or the kv/ma module is defect" warning was found confirming an issue with the x-ray tube. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse measured the cathode of the x-ray tube, inductance value of small focus and large focus using the lc meter and found that both small focus and large focus of the x-ray tube were defective. Fse replaced x-ray tube and calibrated it to resolve the issue. The defective x-ray tube was returned for analysis and part analysis confirmed that the x-ray tube failed with a blown large filament. After replacement of x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.